Event description:
It was reported that device entrapment occurred. The target lesion was located in the left anterior descending artery. After a stent was implanted and post dilated with a non compliant balloon, an opticross 6 to view the lesion. The catheter became stuck on the edge of the stent and could not be removed. After trying to wire and balloon next to the catheter, femoral access was obtained and the catheter was released using a ping pong catheter strategy and the entire system was removed. The procedure was completed with stents.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the left anterior descending artery. After a stent was implanted and post dilated with a non compliant balloon, an opticross 6 to view the lesion. The catheter became stuck on the edge of the stent and could not be removed. After trying to wire and balloon next to the catheter, femoral access was obtained and the catheter was released using a ping pong catheter strategy and the entire system was removed. The procedure was completed with stents. It was further reported that the stent was not damaged.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the left anterior descending artery. After a stent was implanted and post dilated with a non compliant balloon, an opticross 6 to view the lesion. The catheter became stuck on the edge of the stent and could not be removed. After trying to wire and balloon next to the catheter, femoral access was obtained and the catheter was released using a ping pong catheter strategy and the entire system was removed. The procedure was completed with stents. It was further reported via facility medwatch #(B)(4). A percutaneous intervention was being performed. The target lesion was located in the proximal left anterior descending artery. The right corornay artery underwent a left heart catheterization with ivus. The ivus catheter was caught on the newly placed stent and folded the stent over decreasing flow distal to the new stent. The ivus catheter was removed intact. The patient required inflation of a coronary balloon and 2 additional stents to resolve the issue. No further complications were reported and the patient was discharged home the following day.